Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that the station keeps rebooting. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station kept rebooting to windows blue screen. A field service engineer (fse) found station up at application upon arrival; inspected edrawer and medication drawers, reseated connections, checked voltages and logs, ran diagnostics. Replaced battery, rebooted multiple times with application verified ok, added bumper, and updated firmware. The system functioned as intended after the field service engineer repaired the device.